Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that a transmitter was not working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A bin file analysis was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of a transmitter was not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.